Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens and clear surgical debris on the lens. Visual inspection found no visible damage to the lens and debris on the lens. (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -7.0/1.0/089 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced with a shorter lens within the same surgery due to excessive vault. This exchange resolved the problem.